Event description:
Related manufacturer reference number: 3006705815-2021-01810 & 3006705815-2021-01811. Additional information was received wherein the leads were explanted and replaced. Additionally, the ipg remained implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01810, 3006705815-2021-01811. It was reported the patient's leads coiled around the ipg and migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.